Event description:
Drug/diluent: lidocaine 1%. Fill volume: 270 ml. Flow rate: 5 ml/hr. Procedure: tummy tuck. Cathplace: not provided. Pt had surgery on the 9th and when the nurse called pt on the 10th, pt stated the pump was already empty. Nurse had her bring pump into her follow up visit (B)(6) 2012. No side effects and the pt is fine.

Manufacturer narrative:
Results - the sample has been received by the reporter for inspection and evaluation. Conclusions - a follow-up report will be filed when the investigation has been completed. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. It is worth noting that this pump was used after the expiration date.